Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1py3n, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported having a lead revision sometime after implant in 2018. Clarification was unable to be provided, the patient just said they had new leads. No patient symptoms were reported.